Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cranial resection, the articulation arm was unable to tighten. The reported issue was discovered during setup. The site had a secondary arm ready to continue with the procedure. There was no impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.